Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The aortic neck was 3 cm in length and measured 23.5 mm in diameter at the renals, and 25, 26 mm from proximal to distal. The left internal iliac was 33 mm in diameter. The left iliac artery was 5 cm in length, 21, 19.6, 25, 24.5 mm in diameter from proximal to distal. The right iliac artery was 5.5 cm in length, 19, 21, 21 mm in diameter from proximal to distal. The aortic bifurcation was 38 mm in diameter. It was reported that before placing the iliac limb into the patient another manufacturer¿s occluder / plug was implanted into the left internal iliac artery. One of the lobes of the occluder was hanging into the left common iliac artery but was unknown to the physician. When the blue trigger was pulled and the tapered tip was retracted it caught the occluder in the delivery system and pulled it into the external iliac artery upon removal of the delivery system. The physician was unable to remove the occluder and decided to extend past it with another endurant iliac limb successfully. No additional clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility. Review of returned films pre-implant revealed that the neck ID was 26mm at the renals, and angulated 65deg (l-r) and 50deg (a-p). The maximum aneurysm diameter was 4.5cm and the distal aorta was 3cm. The left internal iliac artery was aneurysmal; measuring 33mm. The iliacs were moderately calcified. Note that measurements were approximate as the films were non-contrast. Images during and post-implant were not provided, and the cause of the reported events could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: another manufacturer¿s device was not visualized.